Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient said in the last week they have been starting to use the bathroom more. Patient went from using the bathroom every 3 hours to using the bathroom every 1-1.5 hours. Patient also said when they went through a metal detector they set off the detector. Patient asked about other treatment options stating they are kind of sick of having the device. Reviewed 3037 icons, patient is not seeing the low ins battery icon. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.